Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the initial report mistakenly reported that: a manufacturing record evaluation is in progress the correct statement is since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/26/20, mentor became aware that the initial report mistakenly not included the sex of the patient which is female. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/ or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 275cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient had the left device removed and replaced with cat #:3542640, sn #: (B)(4) on (B)(6) 2005.